Manufacturer narrative:
A device malfunction occurred but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the v 7.1 flashcard did not automatically start the upgrade process for the handheld. Another v 7.1 flashcard was used from the same lot to upgrade the handheld after which the upgrade began. The flashcard was returned to manufacturer for analysis. Analysis of the returned flashcard identified that a 2577 folder was missing. The 2577 folder contains the installation files that are needed for the v 7.1 upgrade. The analysis could not determine how or when the files were deleted or corrupted.